Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was in position at a 3 mm depth. Upon release, the valve moved up on the non-coronary cusp (ncc) to a depth of -2 mm resulting in severe paravalvular leak (pvl). Subsequently, a second valve was successfully implanted at a deeper depth resolving the pvl. No adverse patient effects were reported.